Manufacturer narrative:
Sientra complaint#: (B)(4). Sientra will not be able to provide a device evaluation since the customer discarded the device. The patient's age is defaulted to 99 since no information was provided. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : discarded.

Event description:
The device was implanted and noticed to be punctured.